Event description:
The patient continues to have driveline drainage. The wound culture was positive for methicillin-resistant staphylococcus aureus (mrsa) sensitive to bactrim. Maintaining patient on chronic bactrim. Plan to repeat culture if drainage persists.

Manufacturer narrative:
B5: additional information.

Manufacturer narrative:
The previous visit for infection was reported under MFR. Report #2916596-2018-02493. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that at a routine clinic visit, the subject was still having driveline drainage that was unchanged from previous visits. A culture was taken and the results showed klebsiella gram positive bacteria. It was stated as possible skin contamination but subject was started on 10 days of kelfex. The subject was discharged. No additional information was reported.